Event description:
It was reported that the high flow insufflation unit pressure or flow was not able to be recognized and to set the value. The issue occurred during an unknown event. The procedure was therapeutic and the intended procedure was completed using the same set of equipment. There were no reports of patient harm.

Manufacturer narrative:
The device was returned and the evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is presumed that the phenomenon was caused by lightning failure due to front panel light emitting diode (led) failure. Olympus will continue to monitor field performance for this device.